Event description:
It has been reported to philips that the system was unable to generate x-rays. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the implantation of stent for thrombectomy intervention, and the procedure got delayed and completed by moving the patient to another biplane lab in the same facility. A philips field service engineer (fse) examined the system onsite and confirmed that the system failed to perform fluoroscopy. During troubleshooting, the fse found that the x-ray tube has microleakages or a defective filament. The fse confirmed that the reported issue was due to the defective x-ray tube. The fse replaced the x-ray tube. The defective tube was returned for further analysis. The analysis identified that there was vacuum leak in the x-ray tube. After replacing the x-ray tube, the system returned to use in good working order. The codes were updated based on the investigation outcome.